Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 576 mg/dl. The customer was assisted with troubleshooting. Customer stated that the site where the patient was using it presented irritation and after removal the sensor presented blood site. The insulin pump will not be returned for analysis.